Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by a customer that a parent called nurse to report blood leaking from patient's mediport. Blinatumomab infusing. Nurse saw that tubing from mediport (above cap) was cracked and leaking blood. Unable to draw back blood. Medication paused. Patient de-assessed and reassessed. Medication restarted. No harm to patient. No further information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was one 20 g powerloc infusion set. The returned product sample was evaluated and a split was observed in the tubing of the device near the proximal luer hub. A microscopic observation revealed striations on the fracture surfaces of the split. Repetitive mechanical stresses such as twisting and kinking may have contributed to the observed event; however, it appeared that additional unidentified factors may have contributed. The device is a supplied component and the supplier has been notified of this event. This complaint will be recorded for future trending and monitoring purposes.